Manufacturer narrative:
The investigation confirmed that reproducible, higher than expected vitros trop I es results were obtained from a single patient sample while using the vitros 5600 integrated system. Additionally, it is unknown if the sample in question was processed in accordance with the tube manufacturer¿s recommendations. If not , cellular debris, due to poor sample preparation, made have been present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. A pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event.

Event description:
The customer obtained reproducible, higher than expected vitros trop I es results (5.65, 0.062 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeat tested the sample due to the replicate test results. There was no report of patient harm as a result of this event. (B)(4).